Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The visual inspection found thermal damaged to the k2 relay and socket base. The reported condition was confirmed. The investigation found issue blew the main fet. The investigation found the most probable cause of the reported event to be the main fet. The transistor mosfet was replaced to address the condition. The reported condition was confirmed. The investigation found the most probable cause of the reported event to be the thermal damaged to the k2 relay and socket base. The k2 relay and socket base were replaced to address the condition. The reported condition was confirmed. The investigation found shorted something after power was restored to circuit and blew traces off psrf pcba. The investigation found the most probable cause of the reported event to be psrf pcba. The psrf pcba and ftsw/ audio pcba were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was fire event happened related to a generator. There was no patient involvement.